Event description:
The event is reported as: the customer reported the balloon burst during an intervention per rep. No pt injury reported. Pt current condition listed as fine.

Manufacturer narrative:
Sample not received by MFR yet. DHR investigation did not show issues related to complaint. It is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint cannot be confirmed since the sample was not available for investigation. However, the MFR will continue to monitor and trend relating complaints.